Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the cfb unit. In addition, we confirmed that the cfb buckle and leak; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)